Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that there were high impedances of >10000 ohms on contacts 12 ¿ 15. The patient planned to follow up with their healthcare provider (hcp) to discuss potentially replacing the leads. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the high impedances is unknown. The patient is waiting to plan a surgical intervention to replace the battery and leads to resolve the high impedances. There were no patient symptoms or complications reported.